Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the top portion of the reservoir and battery compartments were broken. Customer reported of being off of insulin pump therapy and reverted to manual injection due to insulin pump damage. Customer reported of not having control of blood glucose while on manual injections and was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was 600 mg/dl. Customer was not wearing insulin pump for one month at the time of hospitalization. Customer also reported that drive support cap sticker was missing for about one year. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, missing the end cap sticker and missing the address serial number label.